Event description:
Customer reports discrepant blood glucose readings. Original device (venous, non-fasting) = 103 mg/dl. Second device (venous, non-fasting) = 100 mg/dl. Lab, more than 30 minutes after device sample results, (venous, non-fasting,) = 66 mg/dl. Customer states proper lab comparisons: lab = 86mg/dl, device 1 = 107 mg/dl, device 2 = 102mg/dl. No control issues reported. A request was made for the return of the suspect device and replacement product was sent.